Event description:
It was reported to philips that the device has a boot-up error. There was no patient involvement. The field service engineer (fse) found the device screen displayed error after startup. The fse initially confirmed that it was the main board problem. Upon conclusion of the evaluation, it was determined that the main board requires replacement. However, the customer decided to use someone other than philips to repair the device. No further action at this time.